Manufacturer narrative:
The reported complaint was unable to be replicated or confirmed. Received one used sample for inspection. No damages or anomalies were noted. The set was leak tested per product specification and there was no leakage. The probable root cause was unknown. A device history record (DHR) lot # review could not be conducted because no lot number(s) were identified.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received with regards to a 9.5 inch smallbore trifuse ext set w/3 microclave clear, nanoclave (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock that experienced leakage during use. It was reported that when doing care noticed that there was some fluid on the bedding by the PICC line. With further investigation with registered nurse, found that the red port was leaking and looked slightly cracked. Neonatal nurse practitioner called and new clear fluids hung, lines replaced and labs obtained. There was patient involvement and no patient harm.